Event description:
Information provided states that the iskd stopped distracting after implantation. Goal for lengthening was 50mm, the lengthener distracted to 40mm and stopped. Lengthener was removed and replaced with new lengthener.